Event description:
Information from ae regulatory system: the patient stated that when using a disposable injection needle to subcutaneous injection of insulin glargine, it was different from the past. It was difficult to push and no liquid came out. The patient brought the pen and insulin to the clinic for operation, but no liquid came out. After testing, the clinic staff found that it was difficult to push, and a small amount of liquid came out, but it was not smooth. After changing the needle, the liquid came out a little more smoothly. Ae report no.(B)(4). Call center did not contact the customer and did not verify the information reported in the ae regulatory system. If any update will be sent by email. Sample availability: unknown. Sample availability details: unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.